Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("device migration") and device breakage ("device breakage") in a 40 year-old female patient who had essure inserted for contraception. Additional non-serious events are detailed below. The patient had a medical history of parity and gravida. In 2013, the patient had essure inserted. On unknown date she experienced device dislocation (seriousness criteria medically important and intervention required), device breakage (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy bleeding"), pelvic pain ("pain"), migraine ("migraine") and deafness ("hearing loss"). The patient was treated with surgery (essure removal and second surgery to remove the part of the essure that was broken). Essure was removed. At the time of the report, the outcomes for genital haemorrhage, pelvic pain, migraine and deafness were unknown. The reporter considered deafness, device breakage, device dislocation, genital haemorrhage, migraine and pelvic pain to be related to essure administration. The reporter commented: batch/lot number: caller do not remember essure placed november or december 2013 after her last childbirth hospitalization: unknown. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-jun-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("device migration") and device breakage ("device breakage") in a 40 year-old female patient who had essure inserted for contraception. Additional non-serious events are detailed below. The patient had a medical history of parity and gravida. In 2013, the patient had essure inserted. On unknown date she experienced device dislocation (seriousness criteria medically important and intervention required), device breakage (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy bleeding"), pelvic pain ("pain"), migraine ("migraine") and deafness ("hearing loss"). The patient was treated with surgery (essure removal and second surgery to remove the part of the essure that was broken). Essure was removed. At the time of the report, the outcomes for genital haemorrhage, pelvic pain, migraine and deafness were unknown. The reporter considered deafness, device breakage, device dislocation, genital haemorrhage, migraine and pelvic pain to be related to essure administration. The reporter commented: batch/lot number: caller do not remember essure placed (B)(6) 2013 after her last childbirth. Hospitalization: unknown. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.